Manufacturer narrative:
Qn# (B)(4). The customer submitted one photo for analysis. The picture shows an image from a product brochure depicting multiple percutaneous sheath introducers (psi). The hemostasis hub of one of the psis is circled. The customer returned one sheath extension assembly for analysis. The dilator was not returned. Signs of use were observed. Visual analysis revealed that the seal within the hemostasis hub was missing. No other defects or anomalies were observed. The length of the sheath from the juncture hub to the distal tip measured 25 13/16" , which is within the specification limits of 25" - 26" per the sheath/dilator assembly drawing. The outer diameter of the sheath body measured 0.1520", which is within the specification limits of 0.151" - 0.155" per the sheath/dilator assembly drawing. The inner diameter of the sheath tip measured 0.1240" , which is within the specification limits of 0.124" - 0.126" per the sheath/dilator assembly drawing. A device history record review was performed, and no relevant findings were identified. The customer complaint of a sheath hub leak was confirmed through complaint investigation. Visual analysis revealed the internal seal was missing from the hemostasis hub. The sheath passed all relevant dimensional analysis. Based on the customer report and the sample received, the root cause is manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the doctor found sheath hub leak during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found sheath hub leak during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.